Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm balloon catheter was selected for use. However, during procedure, the delivery shaft was fractured. The device was directly removed from the patient body without any intervention and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.